Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on unknown date and the topical skin adhesive was used. After the procedure, the patient experienced allergic reaction to topical skin adhesive. After removing the topical skin adhesive and using steroid cream, redness was gone in twenty four hours. Additional information has been requested.